Event description:
It was reported that the customer had a motor error alarm on the insulin pump. The customer's blood glucose level was 326 mg/dl. Customer stated that she received a no delivery alarm and then a motor error alarm. Alarm occurred during a set change, then customer received 4 no delivery alarms. Customer does not use the sensor feature on the insulin pump. Customer stated that they are able to complete the rewind sequence. Customer stated that they are unable to troubleshoot for the no delivery alarms at the time of the call. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. Customer was advised to return the pump with the

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.